Event description:
During an unk pt procedure the reamer was found to be dull. There was no surgical delay, pt/user harm or other adverse events reported.

Manufacturer narrative:
Customer has indicated the device will be returned to greatbatch for evaluation. Once greatbatch receives the device an investigation will be performed and a supplemental medwatch 3500a form will be submitted.